Event description:
It was reported that this right atrial (ra) lead dislodged one day after implant. It was also noted that x-ray confirmed the dislodgment. This lead was explanted, and the physician decided not to replace it and go single chamber due to patient condition. No additional adverse patient effects were reported.